Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they were having issues charging their implant and the issue began tuesday or wednesday. Patient stated the controller was not wanting to charge very quickly. Patient noted the cord wiggled around in the controller port and they didn't think the cord was staying very tight to get a good connection with the controller. During the call patient verified no damage to the recharger. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.  Additional information was received from a patient (pt). It was reported that they are still having the same issues. Pt reports the relay box and the recharger (rtm) are getting hot and wondered whether this was ok. Agent reviewed. Pt states they did see numbers at one point and to wait 10 min but the highest was 17. A replacement rtm was sent out.  Additional information was received from a patient (pt). It was reported that after the they had the recharger and controller replaced they still had an issue charging up the implanted device. Pt reported they had an issue advancing past passive recharge mode. During the call, patient was able to start charging normally. Pt will monitor the issue and call back if needed

Manufacturer narrative:
H3: product ID: 97745, serial#: (B)(6), was returned for product analysis. Analysis found that there was a failure with the recharger. And that a "no device found" message was seen. The relay box was also getting extremely hot. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.